Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately several months ago from the date manufacturer was made aware.

Event description:
It was reported that patient needs to charge the implantable pulse generator more often or on a daily basis. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return per hospital policy.